Manufacturer narrative:
The single use device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that a 2l eva bag leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the single-use sample was received at the plant for analysis. A visual inspection was performed on the empty bag and the device components were all fully assembled. A functional leak test was performed and revealed a leak in the internal bag. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.